Manufacturer narrative:
(B)(4).

Event description:
The customer stated that the field service engineer performed preventive maintenance on the cobas 6000 e 601 module (e601) on the night of (B)(6) 2017. After the engineer left, the customer started to test samples and process controls. Controls were failing for multiple assays, so calibrations were attempted. Calibrations also failed after multiple attempts. The customer then stated that he was notified by a clinical department that thyroid test results for multiple patient samples were not correlating to the clinical history of the patients. Samples from (B)(6) 2017 were repeated on a different e601 analyzer. The customer stated that approximately 30 of these samples needed to have corrected reports for thyroid testing. The customer provided examples of two patient samples that had erroneous results reported outside of the laboratory for the elecsys tsh assay (tsh) and the elecsys ft4 ii assay (ft4). The initial erroneous results were reported outside of the laboratory. The repeat results tested on a different e601 analyzer were believed to be correct and corrected reports were issued for these results. The first sample initially resulted as 0.322 uiu/ml for tsh and when repeated, it resulted as 0.692 uiu/ml for tsh. The second sample initially resulted as 4.22 ng/dl for ft4 and when repeated, it resulted as 1.18 ng/dl for ft4. The patients were not adversely affected. The tsh reagent lot number was 18552205, with an expiration date of 06/30/2017. The ft4 reagent lot number was 15822901, with an expiration date of 09/30/2017. The field service engineer determined that there was a mechanical failure of the pinch valves. He replaced the pinch valves. He ran a successful photomultiplier tube high voltage adjustment, performance test, and blank cell calibration. The customer ran calibrations and controls; these were within specifications.